Event description:
I was a user of renu with moistureloc contact lens wetting/cleaning solution made by bausch and lomb. I went to the emergency room with eye redness, pain, light sensitivity. A bacterial infection was diagnosed, and I began treatment with antibiotics and corticosteroids. The right eye cleared up quickly, but the left eye did not. Eight days later, my ophthalmalogist started treatment of my left eye assuming a fungal infection, probably fusarium. Over the next 6 weeks -and continuing-, I have been treating my eye with drops every 30 mins during the day and every hour at night. Some progress has been made, but it is slow, and the outcome is not certain at this time.